Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2016 with the following findings: investigation revealed that the battery compartment was cracked. Evaluation also revealed a dim display with discolored text. Unrelated to the complaint, investigation revealed that the keypad cover was observed to peeling. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed a dim display with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/06/2016.